Event description:
It was reported by the nurse that five minutes into treatment, the venous bloodline detached from tesio catheter. Venous and arterial lines were clamped. The venous alarm was alarming. The pt lost 200cc of blood. Pt was placed in trendelburg and turned on left side. The dr was notified. The pt completed treatment and was discharged to go home in stable condition.